Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 8/21/2023, an FDA medwatch notification was received via email. A facility representative reported that an ar-1410lp low profile reamer end broke into three pieces while drilling the patient's left knee. All broken fragments were retrieved and the case was completed without further issues. This was discovered during an acl procedure on (B)(6) 2023.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied excessive mechanical forces and/or prying/leveraging the device during use.